Event description:
Reportedly, while using the device, the white part and metal rim came off and fell into the cavity. The parts were retrieved from the cavity. No injury. Procedure: lap appendectomy.